Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that via merlin.net remote transmission it was noted that some of the atrial fibrillation was being under-sensed. No intervention was performed. The patient was in stable condition and will continue to be monitored.